Event description:
The facility reported "leak from tube at the edge of the patient adapter" of the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.